Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt's hearing performance had reduced gradually. The pt is presently not able to understand speech.

Manufacturer narrative:
Additional information- based on the available telemetry measurements whilst implanted, a damage to the active electrode caused by minute device mobility is assumed. However to determine an exact root cause a device investigation would be necessary. A further investigation will be performed as and when the device is received.

Manufacturer narrative:
Additional information: based on the available telemetry measurements whilst implanted, a damage to the active electrode caused by minute device mobility is assumed. However to determine an exact root cause a device investigation would be necessary.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
According to the report of (B)(6) 2014, the patient's hearing performance had reduced gradually. The patient was not able to understand speech at that time. The patient was re-implanted.